Event description:
The nurse went to open 22 gauge sterile IV catheter system and noticed that the cap on the end of the IV device was not attached. She checked the box of twenty from which she took the device and found that the cap was not attached on three of the sterile packed IV catheter systems.